Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had an infection on the philos plate and the plate was removed on (B)(6) 2015 and she received antibiotics.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for an unknown philos augmentation plate. Part and lot numbers were not provided by reporter. It is believed the subject device is still implanted in the patient. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a (B)(6) study# (B)(6) patient underwent surgery to treat a deep wound infection on (B)(6) 2015. Wound debridement was performed and antibiotics, anticoagulant (clexane), and analgesics were administered. The patient was admitted to intensive care for physiotherapy. The philos plate and associated hardware were implanted on (B)(6) 2015. This complaint is related to a first incident of wound infection and intervention. The related complaint is reported in (B)(4). This report is for an unknown philos augmentation plate. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.